Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received pump stop alarms and reported feeling intermittent vibrations in his chest after admission to hospital. The surgeon opted for a pump explant.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.